Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer initially reported to philips healthcare a "device error requires service" message for the heartstart mrx. The customer informed philips customer service tier 2 personnel that the device displayed a red cross, failed test with a device error requires service message. The philips customer service tier 2 instructed the customer to run an operational check to test if the red x would clear, however the customer simply took the battery out and placed it back again. There was no reported pt involvement and/or impact.